Manufacturer narrative:
Investigation summary: the complaint of "false positive" and "unr and ind" result was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they have received unr, ind, or have false positive samples. Positive samples were cross checked with the genemax device to ensure no patient were affected. Field service was dispatched. Field service cleaned the inside and outside of the instrument, all the metal covers, dismantled and cleaned the reader, performed efc and normalization and conducted qual run with ebp and covid run with buffer, but amplification was still observed. Instrument was removed from facility and sent to belgium for decontamination. Instrument was decontaminated and passed all qualification, but was returned to the customer site functional. Root cause for false positive is determined to be contamination within the instrument. Root cause for ind/unr could not be determined with the information provided. The complaint is unconfirmed with the information provided. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported while testing on bd max¿ instrument, remanufactured with bd sars-cov-2 reagent false positive results were obtained. The customer retested on genemax instrument and the results were negative. There was no reported impact to patient. Eua#(B)(6).

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing on bd max" instrument, remanufactured with bd sars-cov-2 reagent false positive results were obtained. The customer retested on genemax instrument and the results were negative. There was no reported impact to patient. Eua# (B)(4).